Event description:
It was reported that, "an iol was implanted in right eye of pt in 2000. The post-op problem was identified on 03/10/2000. Pt experienced post operative fibrinous inflammation and treated with topical steroids and mydriatics. Pt responded over the following week."